Manufacturer narrative:
The coil was returned for evaluation without the microcatheter. The implant coil was found to be stretched and extending out from the distal end of the rotating haemostatic valve (rhv). The implant coil was found to be tangled around the rhv and separated from the pushwire. In addition, the polypropylene filament was found to be broken. Under the microscope, the coin was found to be located against the lumen stop with the detach element extending out from the distal end of the pushwire. The implant coil appeared to be broken from the coil shell. All other subassemblies appeared to be normal and no other anomalies were observed. The coil could not be used for further testing due to its damaged condition. All coils are 100% inspected for damages and irregularities during manufacture. Based on the device analysis, the event could not be confirmed, as the customer did not report the separation. Attempts have been made to get additional information, however, our attempts were unsuccessful. It is unknown the device separation occurred. Per the detachable coil and i.d. (Instant detacher) instructions for use (IFU): preparations for use: ¿in order to achieve optimal performance of the detachable coil and to reduce the risk of thromboembolic complication, it is advised that a continuous saline flush be maintained between a) the femoral sheath and the guiding catheter, b) the micro catheter and guiding catheter and c) the micro catheter and the implant delivery pusher and the detachable coil. Place the appropriate guiding catheter following recommended procedures. Connect a rotating haemostatic valve (rhv) to the hub of the guiding catheter. Attach a 3-way stopcock to the side arm of the rhv, then connect a line for the continuous flush. Attach a second rhv to the hub of the micro catheter. Attach a 1-way stopcock to the side arm of the rhv, then connect a line for continuous flush. For detachable coils: one drop from the pressure bag every 3-5 seconds is suggested. Check all fittings so that air is not introduced into guiding catheter or micro catheter during continuous flush.¿ precautions: ¿do not advance the coil with force if the coil becomes lodged within or outside the microcatheter. Determine the cause of resistance and remove the system when necessary.¿ warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Event description:
Medtronic received report that during the cerebral aneurysm (5mm) embolization procedure, resistance was felt while repositioning the axium coil, the coil then stretched. The axium was removed from the patient and new axium device was used to continue. The procedure was completed without further issue. The vessel tortuous medium and medium size in diameter. The coil was repositioned once. It is unknown if the tip of the catheter under stress, as this information is not available. It is unknown if the tip of the catheter moved during deployment. It is unknown if the physician rotated the delivery pusher during the procedure. The aneurysm was unruptured prior to intervention. It is unknown if the devices were used and prepared per the IFU, as this information is unavailable. The device was discarded at the site. It is unknown if the continuous flush administered during the procedure. Ancillary device - microcatheter: headway17 (terumo) procedure extended - less than 30 minutes